Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer after being removed prophylactically. The lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.